Event description:
Medtronic received information that product design dissatisfaction occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Pump received not stuck in the manufacturing mode. S/w 2.8c. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump programmed with a basal rate of 1.0u/hr and monitored. All basal rates registered properly in the pump history summary noted.